Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit failing blower flow, and system flow test, qvent was reading different than proximal and external readings which did line up. No information received so far if it concerns a hamilton-c1, t1 or mr1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015), and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, b5, d1, d2a, d4, g4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: unit failing blower flow, and system flow test, qvent was reading different than proximal and external readings which did line up. No patient involvement.